Manufacturer narrative:
One used primary set was received for inspection/complaint investigation. The drip chamber spike was cut off from the set and not returned. The missing drip chamber spike was unrelated to the reported complaint. The set was tested for back flow per product specifications. The back check valve functioned according to product specifications with no backflow observed. The reported complaint of backflow was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 14sep2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e, additional contact: (B)(6).

Event description:
The reported complaint involved a primary set, piggyback with backcheck valve, 3 clave y-sites, secure lock, 100 inch. It was reported that the backcheck valve did not work and it allowed unspecified medication to go up to the bag, rather than to the patient. This happened after the backcheck value was changed to the dark blue and clear. There was no human harm reported.